Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. The following sections could not be completed due to the part/lot information could be: brand name - epoly 28mm rlc lnr mrom sz22; lot number - 374640; expiration date ¿ september 30, 2017; PMA/510(k) number - k070364; manufacture date ¿ september 28, 2012. Or the part/lot information could be: brand name - e-poly 32mm +3 maxrom lnr sz22; catalog number - ep-108222; lot number - 236090; expiration date ¿ may 31, 2019; PMA/510(k) number - k090103; manufacture date ¿ may 22, 2014. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity."

Event description:
It was reported patient underwent a total hip arthroplasty in 1990. Subsequently, the patient was revised on (B)(6) 2014 due to an unknown reason. The liner was removed and replaced. Patient underwent a further revision procedure on (B)(6) 2015 due to dislocation. The modular head and liner were removed and replaced.